Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd gravity administration set disconnected. The following information was provided by the initial reporter: when the nurse went to use this device, the tubing disconnected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-sep-2022. Investigation summary: one used and two unused mat# 47177e sets were received and tested by our quality team. The used set was separated upon receipt which verified the customer's complaint. The two unused sets were pull tested at the drip chamber to tubing junction with force greater than that which would ever be applied in a hospital setting. The unused sets did not separate. A microscope was then employed to determine possible root cause- which was found to be a lack of solvent applied during the assembly of the drip chamber to tubing junction. A device history record review for model 47177e lot number 22029434 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd gravity administration set disconnected. The following information was provided by the initial reporter: when the nurse went to use this device, the tubing disconnected.